Event description:
On 07/14/06, nellcor puritan bennett received a report of the pilot line separating from the cannula. The caller reported the pilot line separated from the tracheostomy tube. The information provided by the customer did not indicate whether replacement of the tube was required. This report is associated to the fourth occurrence on mfr2936999-2006-00688.

Manufacturer narrative:
Investigation of this complaint is currently in progres the sample and lot number associated to this report are not available for evaluaiton.